Manufacturer narrative:
Device analysis: 1 empty syringe of 1.0ml received in an opened pack withtout cap nor needle . No defect observed.

Event description:
Company representative reported on behalf of healthcare professional that during patient injection with one syringe of juvéderm® ultra xc, the needle disengaged from the syringe. Patient contact was made. No injury to the patient or injector. The packaged needle used and it was tightened by hand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Company representative reported on behalf of healthcare professional that during patient injection with one syringe of juvéderm® ultra xc, the needle disengaged from the syringe. Patient contact was made. No injury to the patient or injector. The packaged needle used and it was tightened by hand.